Manufacturer narrative:
Additional information was received that the leak rate was less than 4.5lpm.the leak may be able to be compensated for or made up with fresh gas flow. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. H3 other text : additional information was received that the leak rate was less than 4.5lpm.the leak may be able to be compensated for or made up with fresh gas flow. A leak condition will be noted in the preop check of the equipment, as contained in the user manual.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The condenser and patient tube were replaced to resolve the reported issue. No report of patient involvement. UDI# (B)(4).

Event description:
The hospital reported a malfunction causing a leak greater than 4.5 lpm. There was no report of patient involvement.